Event description:
While performing thoracentesis with safe-t-centesis kit lot # 0001335444 noted difficulty advancing actual catheter from the stylet into the patient. Pt reported temporary pain that resolved when catheter in place. Upon initial pull of fluid from catheter with sampling syringe, no evidence of air/ bubbles. When tubing was connected to catheter and first syringe of fluid was removed, air was noted to enter the tubing proximal to patient measuring approximately 4cm when plunger was activated to discharge fluid. When air noted, immediately paused to retract from syringe and subsequent removal of fluid was successfully discharged via long tubing to bag without further evidence of air entraining. Since this step was successful, decision was made to complete procedure with existing tubing. A total of 1600 cc of serous fluid was removed before pt coughing began and procedure terminated. Post procedure us performed revealed apical lung sliding medially, however diminished sliding laterally. Cxr confirmed small right apical and basilar pneumothorax. Pt was asymptomatic and serial cxr were recommended to follow.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation eight representative samples were received for evaluation. Sample evaluation confirmed the reported failure mode (leakage). Five samples were evaluated. Four passed water/air leak testing. One sample failed leak testing, when the syringe was initially drawn back it was filled mostly with air. Of the remaining three samples two were sent to members of bd¿s research and development team and one was sent to the supplier of the identified defective material (universal drainage set p/n 711-13501). The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501). A device history record review of all applicable manufacturing records for lot 0001335444 did not identify any issues that may have contributed to the reported failure mode. The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501). As the identified defective material (universal drainage set p/n 711-13501) is a supplied part scar (supplier corrective action request) has been issued to the supplier. In addition, a CAPA (corrective action preventive action) has also been initiated to address this issue. H3 other text : see manufacture narrative.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
While performing thoracentesis with safe-t-centesis kit lot # 0001335444 noted difficulty advancing actual catheter from the stylet into the patient. Pt reported temporary pain that resolved when catheter in place. Upon initial pull of fluid from catheter with sampling syringe, no evidence of air/ bubbles. When tubing was connected to catheter and first syringe of fluid was removed, air was noted to enter the tubing proximal to patient measuring approximately 4cm when plunger was activated to discharge fluid. When air noted, immediately paused to retract from syringe and subsequent removal of fluid was successfully discharged via long tubing to bag without further evidence of air entraining. Since this step was successful, decision was made to complete procedure with existing tubing. A total of 1600 cc of serous fluid was removed before pt coughing began and procedure terminated. Post procedure us performed revealed apical lung sliding medially, however diminished sliding laterally. Cxr confirmed small right apical and basilar pneumothorax. Pt was asymptomatic and serial cxr were recommended to follow.